Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that the patient stated one of his leads had fractured. The field representative reached out to the clinic and found that the left ventricular (lv) lead and cardiac resynchronization therapy defibrillator (crt-d)exhibited an increase in pacing impedance measurements of greater than 2000 ohms. A fracture was suspected, but not confirmed. Subsequently the lv lead was programmed off. The system remains in service and no adverse patient effects were reported.